Event description:
Pt had a temperature management catheter inserted. It was noted that ns bag used to fill the catheter was becoming depleted which is not supposed to happen. A new bag was hung with same result. It was decided that the catheter had a leak in the balloon, so it was replaced.